Event description:
It was reported to boston scientific corporation that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure. During the procedure, the dilatation balloon began leaking. The physician completed the procedure with another of the same device with no complications. The patient's condition was listed as "fine".

Manufacturer narrative:
The serial number provided by the end user could not be confirmed; therefore, the device manufacture date and expiration date cannot be determined. The suspect device, a prolieve thermodilatation catheter, was returned and inspected. No visible damage or imperfections were noted on the catheter. A functional test of the catheter revealed that upon filling the anchoring balloon, water began leaking from a pinhole on the side of the balloon. Upon filling the compression balloon, water began leaking from the hole in the anchoring balloon. Further analysis found severe pitting under the bond of the anchoring balloon. The event, as reported, did not reflect an MDR-reportable scenario. However, evaluation of the returned device revealed an MDR-reportable malfunction of anchoring balloon pinhole. The MDR is based upon the evaluation results.